Event description:
The remote monitor was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
On (B)(4) 2012, medtronic (B)(4) initiated a removal to analyze the wireless telemetry functionality and any potential effect on implanted device longevity. This monitor was returned in response to this removal. Analysis of the returned monitor identified a failure in the receiver circuitry. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the monitor's telemetry c would transmit, but not receive. This was attributed to fluid ingress resulting in dendrite growth between areas of differing voltage potential. A voltage regulator was observed to not produce the required voltage to the receiver oscillator, disabling the monitor's telemetry c receiver functionality.